Manufacturer narrative:
Additional information (05/16/2017): a siemens customer service engineer (cse) and a siemens region service center specialist were dispatched to the customer's site. The cse replaced the aliquot probe. The cse replaced the horizontal motor, bracket and belt. The cse performed system tests. The cse performed bottom of cuvette test(s), resulting within range. The cse performed alignment and service methods. The cse performed probe alignments, resulting within range. The cse ran precision, resulting within range. The cause of the discordant hemoglobin a1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data supplied. The ccc found the customer's quality control (qc) was out of range at the time of the event. The ccc requested the customer to perform a precision study for two samples on both instruments. Both samples on both instruments resulted within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse aligned all probes and ran mixer alignment test, resulting within range. The cse performed a precision study, resulting out of range. Siemens is investigating the event.

Event description:
Discordant hemoglobin a1c results were obtained on a patient sample on a dimension vista 500 instrument. The initial result was released to the physician(s), which was questioned. The customer repeated the same sample on the same dimension vista instrument, resulting lower. The customer repeated the same sample on an alternate dimension vista instrument, resulting lower. The customer tested a new (redrawn) sample, on the original dimension vista instrument, resulting lower. The customer repeated the new sample on the alternate dimension vista instrument, resulting lower. The customer stated they issued a corrected report with another result. It is unknown which instrument and which sample the reported result was tested on. There are no known reports of patient intervention or adverse health consequences due to the discordant hemoglobin a1c results.